Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
: Additional information was received and it was learnt that there were 2 lenses that had same issue in the same surgical procedure with the same patient. The other lens was already captured in MFR report number 2648035-2019-00863. Device available for evaluation: yes. Returned to manufacturer on: 8/19/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection using magnification was performed to the returned sample. Lens returned cut in two pieces. Loose fibers/particles were observed on lens pieces related the handling of the unit out of a sterile environment. Residues of viscoelastic material was also observed on lens pieces. One of the haptic was observed distorted. The other haptic was observed detached and distorted. The detached haptic piece was not returned. The condition in which the sample returned is consistent with a lens that was implanted and removed. The complaint issue reported was verified. Based on the analyzed of the returned, there is no indication of product quality deficiency. Manufacturing record review: he manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. A search on the catsweb system performed in august 26, 2019 revealed no additional investigation requests for this po number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that surgeon inserted tecnis monofocal intraocular lens and try to stabilize the lens. Reportedly haptic broke off. The lens was removed and replaced in same surgical procedure. Patient was scheduled for vitrectomy. Sutures were required. Lens from another manufacturer was used as replacement for the patient. No further information provided.